Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced two days post-implant due to phrenic nerve stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694458 lead implanted: (B)(6) 2009. A 407652 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.